Event description:
The account reported right side rail would not latch. The stretcher is located outside of the emergency room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the ratchet rivets that secure the end tube to the top of the side rail are missing from the right side rail, preventing the rail from latching. The most likely cause of the missing ratchet rivets is that the side rail was ran into and object such as a door jam or wall while transporting. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The right side rail ratchet rivets were replaced by the technician to resolve the issue. Based on this information, no further action is required.